Manufacturer narrative:
Product ID pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she mistakenly thought that she was supposed to use the chargers. The patient reported that she found out a few days later that she would be taught after her back healed. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient reported they were confused with using the belt and unable to charge the implant. Patient reported they have been trying to charge and unable to do so because they can't connect with the implant. Patient stated the recharging antenna is over jeans. Patient stated she has an appointment on (B)(6) to show how to use equipment. Patient reported seeing neurostimulator (ins) battery empty (screen 81). It was reported patient saw screen 81, 15, and 49. Recharging troubleshooting was done on the call. Patient services asked caller to connect with the implant and caller stated they were getting excellent quality charging. It was confirmed that the recharger found the ins and reported excellent quality. Caller placed the antenna in the belt and placed the belt on the implant area and they were getting excellent charging quality. Caller reported the neurostimulator (ins) was placed on the back and she was very upset about it because she was not able to see where the ins was located and it made charging the implant very difficult. Patient to follow-up with healthcare provider. No symptoms reported. No further complications were reported/anticipated.